Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device failed to calibrate. There was no patient involvement.

Event description:
It was reported to philips that the battery for the device failed to calibrate. There was no patient involvement. One mrx li-ion battery pack (lot 19051-0035-p rev.p) was returned to the failure analysis lab for evaluation. The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies were found. The reported problem could not be verified in lab - the battery, received with 80% capacity at minimum, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.